Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The patient is reported to have had a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient presented with recurrent gastrointestinal bleeding and anticoagulation therapy was thought to be contraindicated. The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and with immediate complications. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with acute pe with respiratory failure and dvt. The patient further reported having experienced mental anguish, worry and stress associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute pulmonary embolism with respiratory failure and deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Additional information was received. The medical records indicated that the patient had a history of deep vein thrombosis and pulmonary embolism. The patient's primary care physician (pcp) wanted the patient to have lifelong anticoagulation therapy (act); however, the patient presented with recurrent gastrointestinal bleeding (gib). As such, anticoagulation therapy was thought to be contraindicatory. The filter was deployed via the patient's right common femoral vein. The filter was placed into the infrarenal area. A subsequent venocavogram revealed satisfactory positioning without signs of complications. The patient tolerated the procedure well without any immediate complications.  Additional information received per the patient profile form (ppf) states that the patient experienced acute pulmonary embolism with respiratory failure and deep vein thrombosis (dvt). The patient became aware of the reported events two years and three months after the index procedure. Additional information received per an amended patient profile form (ppf) states that the patient has become more prone to bleeding, sensitivity to bruising, has experienced worry and stress. Per updated information received in an amended patient profile form (ppf), the patient further reports malfunction of the trapease filter, including perforation and tilt, which caused injury and damage to the patient.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1, h2 and h6. Section b5: additional information received per an amended patient profile form (ppf) states that the patient has become more prone to bleeding, sensitivity to bruising, has experienced worry and stress. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes dvt, pulmonary embolism and gi bleeding. The filter was deployed into the infrarenal area. A subsequent venocavogram revealed satisfactory positioning without signs of complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute pulmonary embolism with respiratory failure and deep vein thrombosis (dvt). Per the patient profile form (ppf), the patient experienced acute pulmonary embolism with respiratory failure and deep vein thrombosis (dvt). The patient also reports a tendency for bleeding, sensitivity to bruising, worry and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and pulmonary embolism. The patient's primary care physician (pcp) would like for the patient to have lifelong anticoagulation therapy (act); however, the patient present with recurrent gastrointestinal bleeding (gib). As such, anticoagulation therapy was thought to be contraindicatory. The filter was deployed via the patient's right common femoral vein. The filter was placed into the infrarenal area. A subsequent venocavogram revealed satisfactory positioning without signs of complications. The patient tolerated the procedure well without any immediate complications.   Additional information received per the patient profile form (ppf) states that the patient experienced acute pulmonary embolism with respiratory failure and deep vein thrombosis (dvt). The patient became aware of the reported events two years and three months after the index procedure. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient is further reported to have had a history of recurrent gastrointestinal (gi) bleeding while on anticoagulation therapy. The indication for the filter placement was not reported. The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Approximately two years and three months after the filter implantation, the patient experienced an acute pe with respiratory failure and dvt. Approximately five years and five months after the filter implantation, the patient became aware that the filter had tilted; was associated with perforation and with embedment in the wall of the inferior vena cava (ivc). The patient further reported having experienced mental anguish, stress and worry associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute pulmonary embolism with respiratory failure and deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Additional information was received. The medical records indicated that the patient had a history of deep vein thrombosis and pulmonary embolism. The patient's primary care physician (pcp) wanted the patient to have lifelong anticoagulation therapy (act); however, the patient presented with recurrent gastrointestinal bleeding (gib). As such, anticoagulation therapy was thought to be contraindicated. The filter was deployed via the patient's right common femoral vein. The filter was placed into the infrarenal area. A subsequent venacavogram revealed satisfactory positioning without signs of complications. The patient tolerated the procedure well without any immediate complications.   Additional information received per the patient profile form (ppf) states that the patient experienced acute pulmonary embolism with respiratory failure and deep vein thrombosis (dvt). The patient became aware of the reported events two years and three months after the index procedure. Additional information received per an amended patient profile form (ppf) states that the patient has become more prone to bleeding, sensitivity to bruising, has experienced worry and stress. Per updated information received in an amended patient profile form (ppf), the patient further reports malfunction of the trapease filter, including perforation and tilt, which caused injury and damage to the patient. According to the redacted-amended patient profile form (ppf), the patient additionally reports inferior vena cava (ivc) perforation and became aware of this event approximately five years and five months after the filter was implanted. Per updated information provided in the legal brief, the patient further asserts the ivc filter is embedded in wall of the inferior vena cava.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute pulmonary embolism with respiratory failure and deep vein thrombosis (dvt). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute pulmonary embolism with respiratory failure and deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.